Event description:
The customer reported to a baxter sales representative of a catheter extension set that would not flow when it was being flushed. This incident occurred during patient use. There was no patient injury or medical intervention associated with this report. No additional information was available.

Manufacturer narrative:
(B)(4). An actual sample was received for evaluation purposes related to no flow/restricted flow condition. Visual and functional tests were performed, and the reported condition was confirmed. The unit had clear passage, pressure tested at 8 psi, and was functionally tested. Block condition was confirmed between the male luer lock and tubing. It is unknown what may have caused this reported condition. A batch review was conducted, and there were no deviations found during the manufacture of this lot. (B)(4).

Manufacturer narrative:
(B)(4). The sample has been received and is available for evaluation. Once the sample has been evaluated a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor sample reports to determine if further actions are required.